Event description:
It was reported that the ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was contaminated with liquid. According to information the water was discovered in air gas module during pm service and furthermore, it was connected to a compressor mini. Issue resolved by replacing the air gas module and unit was handed over to customer in working condition. No part returned for investigation. The root cause of the reported issue has not been established, but it is most likely due to a problem with the mini compressor. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. Moisture in an air gas module as previous investigation has shown, probably affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # were required. Brand name - previous brand name: missing, corrected brand name: base unit servo-u version or model # - previous version or model #: missing, corrected version or model #: 6694800 unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).